Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the anterior tibial artery. After flushing, a 18-4/5.8/120 xxl esophageal balloon catheter was advanced for dilation. However, upon inflation, it was noticed that there was leakage of contrast media from the balloon. The device was removed and upon inflation outside the patient, it was noted that the was a tiny hole on the side of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the anterior tibial artery. After flushing, a 18-4/5.8/120 xxl esophageal balloon catheter was advanced for dilation. However, upon inflation, it was noticed that there was leakage of contrast media from the balloon. The device was removed and upon inflation outside the patient, it was noted that the was a tiny hole on the side of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 8 atmospheres without issue. A vacuum was then applied. The inflation device was verified at 8 atmospheres, before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was severely kinked at the distal edge of the strain relief. No other issues were identified during the product analysis.